Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis not required for expired sensors.

Event description:
Customer reported that she had a bad sensor reading and her blood glucose ended up really low. Her sensor gave a reading of 90 mg/dl and her blood glucose was 23 mg/dl. Customer stated she was using expired sensors. She stated she had noticed bent cannulas on previous sensors. Insertion and calibration techniques were discussed. Nothing further reported.